Manufacturer narrative:
The reported event of premature discharge of battery and capture issue was not confirmed. The device was received with normal outputs and normal leads impedance. Analysis of the device image indicates the device was operating in high output mode with auto-capture and autosense enabled. Electrical and mechanical tests performed including output verification, capture test, and header evaluation did not identify any functional issues. Longevity assessment found the device was operating at normal voltage level, with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a new implant. It was noted that the right ventricular (rv) lead's helix could not fully extend even after using a butterfly clip prior to insertion in the body. The physician suspected an rv lead malfunction. The rv lead was exchanged and procedure completed. The patient was stable.